Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported issue could not be determined. A review of the lot history record revealed no non-conformances issued to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 5.0/150 mm absolute pro stent was deployed, however, resistance was felt during removal of the self-expanding stent system (sess) due to the patient anatomy and the locking system in the handle broke. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.